Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 guidewire with no original packaging. Flaking was present on the guidewire as the guidewire was exposed and the jacket did not fully enclose the guidewire. Also received 3 photo samples. First photo sample shows top view of product packaging. Second photo sample shows ends of guidewire where flaking occurred. Third photo sample shows outer packaging with guidewire exposed indicating flaking occurred. Although an exact root cause could not be determined a potential root cause could be inadequate material. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the inside steel wire at the tip of the nitinol guidewire was exposed after removal only after one use. Per mail received from ibc on 18jul2023, stated that the device was used for flexible ureteroscopy for calculus surgery. There were no residues in the patient body. There was no patient injury.

Event description:
It was reported that the inside steel wire at the tip of the nitinol guidewire was exposed after removal only after one use. Per mail received from ibc on (B)(6) 2023, stated that the device was used for flexible ureteroscopy for calculus surgery. There were no residues in the patient body. There was no patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.